Manufacturer narrative:
(B)(6). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: no parts were returned to the manufacturer for physical evaluation. The au5800 clinical chemistry analyzer was evaluated at the user facility by a beckman coulter field service engineer (fse). Instrument functional checks were performed which identified failed ise calibration. The service documentation revealed that the sodium, cloride and potassium electrodes failed and noted the level of the reagent buffer was low and found bubbles in the flow pool due to broken casing screw. The fse replaced the electrodes and broken screw, replaced reagent ref mid buffer, performed maintainence which resolved the issue. No other problems were identified during the on-site evaluation. Following the service activity, the instrument was restored to full functionality. The investigation into the cause of the reported problem was able to confirm the failure mode. The fse identified low reagent buffer and failed electrodes which attributed to the reported event. Therefore, the complaint event was confirmed.

Event description:
As reported by the customer, they have experienced issues with the ion selective electrode (ise) assay. There was no report of death or serious injury.